Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, customer's blood glucose level was 300 mg/dl. It was confirmed that the customer had a back up method of insulin delivery available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.